Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the tip for dhs®/dcs® impactor (part# 338.260, lot# 8016268) the subject device was returned with the complaint condition stating the front part of the plastic impactor is very badly damaged showing visable signs of wear. It was noted the laser etching is visible. The complaint condition was confirmed. The root cause is unknown. The manufacturing review shows that the production procedure was followed according to the specifications and there were no manufacturing issues that would contribute to this complaint condition. It was noted the device was in bad condition due to visual wear and tear signs. The most probable root cause is that the instrument was subjected to an excessive force application, which could have caused the breakage. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. Patient information is not available for reporting. Event date: unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporter phone: (B)(6). No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4)reports an event in (B)(6) as follows: it was reported that the end of the product (tip for dhs/dcs impactor) is broken and scratched. The instrument was sent mistakenly by hospital as part of the recall; however instrument is in fact not a part of the recall. This is report 1 of 1 for (B)(4).